Event description:
It was reported in 2006 that an incident involving a single heated-wire ventilator circuit was received. The respiratory therapist was suctioning the pt when the circuit began to smoke. No pt injury or adverse event was reported.

Manufacturer narrative:
Upon receipt of the device, a visual examination noted the wires in the exhalation circuit failed due to a direct short at the end of the 22mm/10mm connector, inside of the circuit. Additional investigation is required to reach a determination of the root cause. A f/u report will be submitted following the determination.